Event description:
Concomitant devices: cage/spacers (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Picture review: the narrative could not be confirmed as it is not possible to see on a picture if parts are blocked or not. The complaint part was forwarded to responsible sustaining engineer for investigation. It was found that the advanced t-pal applicator outer shaft 03.835.520 show no traces of wear or heavy usage. No visible traces, scratches or other damages on the surface. Threaded proximal end shiny and without damage or wear. Also, distal end of applicator not worn and no visible wear traces. The functional test was without observation and male function. Implant loading, locking, pivoting and release was possible without observation or male function. Device history lot part: 03.812.520 lot: l829872 manufacturing site: (B)(4) release to warehouse date: 15.nov.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via (B)(6) surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a spinal fusion surgery was performed and it was noted that the two (2) transforaminal posterior atraumatic lumbar (tpal) advanced applicator outer shaft were blocked when delivering an unknown cage into the patient and it was impossible to unblock or even removing from the patient. The mechanism of the applicator knob that block and didn't turn to the open position and consequently didn't release the inner shaft. The cage was stuck in the first applicator and it was impossible to released in the intervertebral space even after many attempts. Second applicator released the cage but it was not possible to disassemble the applicator. Thus, the surgeon used another applicator and used another cage to complete the procedure. There was a twenty (20) minutes surgical delay and no patient consequences reported. Procedure was completed successfully. This report is for one (1) t-pal advanced applicator handle. This is report 2 of 2 for (B)(4).